Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the health sight viewer link was not opening. A technical support specialist attempted to run the application but received an error indicating the page could not be reached. Iis was checked and the certificates were confirmed valid on both the app and rpt servers. A ping test to "bbh-pyxis-iss-p. Aurorabehavioral.local" showed the host was unreachable. The customer was emailed to verify with hit, and the issue was confirmed as originating from hit. The system functioned as intended after the hospital it team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, healthsight viewer was down. The customer reported that this resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.